Manufacturer narrative:
This reported issue could not be duplicated at the subsidiary's manufacturing engineering center (mec). Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation. In this complaint, there were some check sensor" messages during priming and recirculation of the prime solution, but many occurred when the sensors were disconnected from the module in troubleshooting other issues. Again, there is no mention of any issues with the accuracy of flow measurement or if flow was displayed during cpb. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported. The issue appeared to be confusion in how the system works and messaging that appears when sensors are disconnected or connections are not adequate.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "check sensor" error displayed on central control monitor (ccm). The flow sensor was used with dummy tubing attached. Generally, flow rate indication is suppose to be (0.00), but it indicated (---). The clinical engineer disconnected the flow sensor from module, but error message did not clear. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(4) 2014: in review of the complaint information and the log analysis, there appeared to be some confusion in the clinical team of the behavior of flow sensors when they are connected or disconnected from the module. This complaint is similar to MDR #1828100-2014-00587, that was reported on the same procedure and involved confusion regarding high pressure alarms and module messaging.